Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was rec'd. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Item disposed of by hospital. Corrective action initiated to address late submission. This report filed (B)(4), 2011.

Event description:
It was reported that pt underwent primary knee procedure on (B)(6), 2001. Pt underwent revision surgery on (B)(6), 2011, due to dislocated and broken bearing. No further complications have been reported.